Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. A review of the manufacturer's patient care network database by ppe on (B)(6)2024 confirmed the patient took and sent a reading with the replacement pes, indicating the issue was resolved. If new information about the issue is received, a new complaint will be generated, and the event will be investigated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking and exposed wires on the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.